Event description:
A nurse reported that an intraocular lens would not unfold during an implant procedure. Also, a scratch or line down the middle of the optic was noted on the iol after the procedure. Seven days later, the lens was exchanged for the same model and power iol. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The viscoelastic used is not an approved viscoelastic for the iol/cartridge combination. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/21/2009 and 06/08/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/19/2009.